Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During field evaluation, the fse was able to reproduce the master tool manipulator (mtm) gimbal issue. It was found very sticky. It had to be manually closed and manually opened. No obstructions could be seen. Nothing appeared to be missing. The fse replaced the master tool manipulator (mtm2). The system was inspected, tested, and verified as ready for use. Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm2) involved with this complaint and completed the evaluation. Failure analysis (fa) confirmed the reported complaint during visual inspection. The following parts will be replaced as a fix: grip lever, inner grip spring, and outer grip spring. Additionally, because the gimbal handle is being replaced, the embedded serializer for master handle (esmh) printed circuit assembly (pca) will also be replaced to accommodate the repair. During evaluation, the opto buttons were found to be physically damage. The entire opto button assemblies will be replaced. Physical damage to the gimbal handle was observed during evaluation. The gimbal handle will be replaced. The gimbal grip pads were found to be worn out during evaluation. The gimbal grip pads will be replaced. Link 1 covers will also be replaced. A review of the event verification via remote fe logs was performed. Per the review, the following was confirmed: system serial - (B)(4), event date ¿ (B)(6) 2022, console surgeon name and procedure name: inguinal hernia - unilateral. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the fse was able to reproduce the master tool manipulator (mtm2) gimbal reported issue that it was sticky and had to be manually closed and opened and replaced the mtm2 after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted inguinal hernia - unilateral surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that the right master tool manipulator (mtm) grip was sticking and not springing back to an open position. Customer stated that the issue was on surgeon side console (ssc1). Tse had customer verify there was no debris in the master grip or velcro impeding movement. Tse encouraged customer to have the surgeon exercise the grip to see if they could regain function. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts no further details have been received from the user facility as of the date of this report.